Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be due to an unrelated surgery. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. On an unreported date pd therapy was discontinued, the catheter was removed and the patient began hemodialysis. At the time of this report the patient outcome of this peritonitis event was not reported and antibiotic therapy was completed. No additional information is available.